Event description:
It was reported the shelf pack box has 10 items with holes in them. This was discovered before use. No further information was provided. This report addresses all ten devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of damaged packaging is confirmed; however, the exact cause is unknown. Two photographs of powerpicc packaging were returned for evaluation. An initial visual observation of the photographs showed the shipping box opened with several layers of packaging tape across the opened side. The second photograph showed the inner box with the product labeling had several holes punctured through the package. No indication as to the origin of the damage could be discerned from the photograph. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes. Samples were not returned for the 9 other occurrences reported; therefore, these occurrences are inconclusive.